Manufacturer narrative:
(B)(4) .

Event description:
While using the granuflo mixer to prepare the acid concentrate for hemodialysis treatments, the clinic's smoke alarm system was activated. The clinical staff went to the equipment tech area, which is separated from the pt treatment area, to investigate the cause of the alarm. Upon entering the equipment tech area, the pt care staff observed smoke and flames emanating from the mixer motor. All pts and staff evacuated the unit w/o any injuries. The fire department responded to the unit w/o any injuries. The fire department responded to the unit, extinguished the fire and determined that there was no damage to the treatment area or the equipment tech area. The fire department concluded that the pts could resume their treatments. There were no pt or staff injuries and medical intervention of any type was not required. All pts resumed their respective treatments w/o any complications. An investigation by the biomedical technician determined that the source of the fire was from the "fill valve."